Event description:
Description of event according to the initial reporter: component separation between unspecified tx2p and main body. Component separation with endoleak. Patient outcome: no information has been received.